Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 68 mg/dl while changing their infusion set and cartridge. The event was corrected with a breakfast sandwich. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.